Manufacturer narrative:
Response to request from FDA.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: instrument is not indicated for use by any person other than surgeons trained in endoscopic procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 28jul25. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the cd801, 5mm laparoscopic kittner, blunt dissector. The incident occurred sometime in may of 2025. The report states that "during laparoscopic cholecystectomy it was noticed by resident that the tip of kittner was missing. The doctor was able to find and retrieve the tip from the patient abdomen." There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.